Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the mna cables were improperly secured resulting in the reported event. To resolve the issue, the technician secured/tightened the mna cables. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the image to their vividimage 4k surgical monitor intermittently turned on and off resulting in a procedure delay. No report of injury.